Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and low pacing lead impedance on both right atrial and right ventricular leads was observed. Insulation damage due to clavicle crush was noted. There was pocket stimulation also. Both leads were explanted and replaced. Patient was fine throughout the event. Related manufacturer reference number: 2938836-2019-15434.